Event description:
It was reported that the staples were not fired during the process. It was replaced with a new one and the process was continued. The processing time has not changed. There was no problem with the patient.

Manufacturer narrative:
(B)(4). Batch # 683a83. Additional information was requested, and the following was obtained: for the first question; cutting process did not occur because the firing sequence never started. For the second question; since it was not used in the patient, the procedure was continued by replacing it with a new one, and the patient did not experience any problems or events that would prolong the duration of the procedure. For the third question; the procedure was completed successfully and the patient was discharged. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60g reload was returned unfired with 7 double drivers missing and 2 double drivers out of position, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from the left side. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 683a83, and no non-conformances were identified.